Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. It was suspected that the noise was non-physiologic and there was potential farfield oversensing. At that time, the physician elected to monitor. However, recently the lead started exhibiting high pacing thresholds and high out of range pace impedances. Impedance values had jumped from 500 to 2035 ohms. The lead was then explanted and replaced as a fracture was suspected. The patient is not dependent and had no additional adverse patient effects reported.